Event description:
It was reported that a urinary drainage bag leaked. This occurred outside of patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Visual inspection confirmed the reported problem; the internal bag was broken off of the catheter. Solvent traces were also identified between both components. The cause was determined to be an incorrect assembly technique during the manufacturing process. In order to address and further investigate this condition, a CAPA was opened. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.